Manufacturer narrative:
On september 30, 2022, mentor received additional information. The identify of the device was provided. Size: 775cc brand name: mentor memoryshape breast implant catalog number: 3341454 lot number: 9441651 serial number: (B)(6) the appropriate fields have been populated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, device migration manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with an unknown mentor breast implant and suffered from a cutaneous contour deformity, surgical intervention, device migration on the left side. The type of the device involved is unknown. The common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.